Event description:
As reported through a european journal article, 'surgery after failed transcatheter aortic valve implantation: indications and outcomes of a concerning condition' a single-center study was performed between october 2008 to march 2021, 2098, consecutive transcatheter aortic valve intervention (tavi) procedures performed with either through balloon-expandable or self-expandable valves. Retrospectively, all patients were reviewed who underwent surgical replacement of aortic valve following tavi. The study population was defined as any surgical aortic valve replacement (savr) after tavi due to any form of deterioration of the primary implanted transcatheter aortic valve (tav). The cases were diagnosed either through transthoracic echocardiography or transesophageal echocardiography intra- or postoperative or through postoperative computer tomography. This complaint is for one patient who after implant of a 26mm sapien 3 valve, experienced an annulus perforation with a ventricular septal defect (vsd) requiring surgical intervention. A surgical valve was implanted and closure of the vsd. The patient's aortic annulus measured 19mm x 23mm.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. A cardiovascular injury resulting with a ventricular septal defect (vsd) is relatively rare. A vsd is a heart defect that occurs in the wall (septum) that separates the heart's lower chambers (ventricles) and allows blood to pass from the left to the right side of the heart. This type of defect allows for oxygen-rich blood to mix with oxygen-poor blood. There are multiple patient and procedural factors that alone or in combination that can cause or contribute to this type of defect during percutaneous aortic valve implantation. Percutaneous closure of the vsd may be required to close the communication. In severe cases, cardiovascular surgery is necessary to repair the defect. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), annulus perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient procedural factors caused or contributed to this event. Other potential contributing factors are unknown as limited clinical information was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The valve will not be returned as this was reported through an article.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers. An additional report was submitted related to this complaint. Reference mfg. Report numbers: 2015691-2023-10105 2015691-2023-10110, 2015691-2023-10113 and 2015691-2023-10114.